Event description:
It was reported that when the bed was unpackaged at delivery and plugged in, a crack was heard accompanied by a blue flash from inside the main power supply area in the bed. It was discovered that an electrical wire had chaffed through causing a direct short circuit. No injury was reported.